Event description:
It is reported that a customer experienced low blood glucose of 30 to 46 mg/dl and had experienced high blood glucose between 200 to 400 mg/dl. The customer stated the needle hub is stuck in the serter. The customer also mentioned that the threshold suspend did not alarm. The customer was informed that there could be many reasons for low blood glucose. The customer stated that they will talk to their health care provider about changing the settings on their sensor. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).